Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the tip found damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 208 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner, outer and midshaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified distal right coronary artery. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. Subsequently, a 38 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to calcified nature of the lesion. Pre-dilatation was performed again and the device was re-advanced but still failed to cross the lesion. Another 38 x 2.50mm promus premier¿ drug-eluting stent was advanced but still failed to cross the lesion due to calcified nature of the lesion. Finally the lesion was stented with another of the same device followed by post-dilation and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.